Event description:
In additional information received on 29oct2019, it was reported that the wire was not removed or manipulated through a needle. The patient did not experience any adverse effects as a result of this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information: b5 correction: h6 - patient code h6 - method code: testing of model variant investigation - evaluation a review of documentation including the complaint history, device history record, instructions for use (IFU), manufacturing instructions and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, a physical examination could not be performed. However, a complaint for the same product experiencing a similar failure mode was referenced (mfg. Report reference #: 1820334-2019-00894). In the referenced complaint investigation, one returned catheter, pneumothorax tube and wire guide were returned for evaluation. A physical examination of the returned devices showed biomatter throughout. The unraveled portion of the wire guide was protruding from the connection point. When the wire guide was removed from the catheter, it was found to be severely elongated and separated. The distal end of the wire guide was normal with no damage noted. A dimensional analysis could not be completed due to the damaged condition of the device. No occlusions were noted within the catheter. As both products have the same failure mode, it is likely that they have a similar cause. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighted against the benefits. A review of the device history record for lot 9943792 revealed one relevant nonconformance, in which one device was scrapped. It should be noted that there was one other complaint associated with this lot number. There is no evidence to suggest that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: instructions for use: ¿4. When the needle tip enters the pleural cavity, introduce the flexible end of the wire guide into the needle 10-15 cm. 5.remove the needle, leaving the wire guide in place. 6. Advance dilator over the wire guide to achieve desired dilation. Remove dilator, being careful to maintain wire guide position. 8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. The first mark begins 5 cm from the last side hole. 9. Remove the wire guide and catheter obturator.¿ how supplied: -¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no returned product and the results of our investigation, the cause can be traced to a component failure. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
(B)(6). Occupation: unknown. Reported to regulatory agency: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a k wire in a wayne pneumothorax set unraveled when retracting the chest tube out of the patient. The patient was a (B)(6)-year old male with a pneumothorax related to a thoracentesis complication. The drainage type was minimal and was used for lung re-expansion. Minimal serous draining for the device multiple devices were used on the patient, and this issue arose with the 3rd device used. It was reported that both sites were in a safe zone of "lt. Lateral aspect of lung field, just below axilla, approx. 5 intercostal space." The k wire was threaded fine and the chest tube was able to be inserted. When they were retracting the k wire back into the chest tube, it started to "unravel". The unraveled device was aborted and the procedure was reattempted with another device. The patient was discharged with the new device. No other adverse effects have been reported for this incident. The device will not be returned, as it was placed in a sharps container by the physician.